Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. Blood glucose reading was 400 mg/dl. The customer was treated with insulin pump and intravenous insulin drip at the hospital. Customer using auto mode feature active at the time of event. Customer current blood glucose was 376 mg/dl. The customer stated that insulin pump passed self test and displacement test. The insulin pump will not be returned for analysis.